Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system for this device indicated a potential device issue. The patient was advised to contact their clinic. Requests for additional information have been made. As of today, no additional information has been provided. The device remains in service. No adverse patient effects were reported.